Event description:
During pta a smart control stent shortened during deployment. The target lesion was the right common iliac artery. It is unknown if the lesion was a de novo or tortuous, but was not calcified. There was 80% stenosis. Approach was made from the right femoral artery with a sheath introducer (terumo 6f). The lesion was crossed with a guidewire (radifocus 0.035 inch). Smart control (10x40 mm, 80 cm: complaint product) was delivered to the lesion without pre-dilation. While a stent was being released, the stent was deployed shortened to approximately 3 to 3.5 cm in the lesion. The lesion was fully covered with the stent of the smart control because the original size of the stent was longer than the lesion. The procedure was finished without additional stent placement. There was no patient injury reported and the products will not be returned for analysis because it was discarded at the hospital. Physician's comments: during the stent deployment, the outer sheath might have held. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The length and diameter of the lesion was unknown. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight.

Manufacturer narrative:
Concomitant devices: inflation device: everest, gw: radifocus 0.035 inch, y-connector: okey2, bc: powerflex p3 6x40 mm, sheath: terumo's 6f 10 cm. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During stent deployment it was reported that a smart control stent (sds) shortened during deployment. The target lesion was a non-calcified right common iliac artery with an 80% stenosis. Approach was made from the right femoral artery with a sheath introducer, the lesion was crossed with a guidewire, the sds was delivered to the lesion without pre-dilation and while the stent was being released it was deployed approximately 3 to 3.5cm shorter than expected. However, the lesion was fully covered. The procedure was finished without additional stent placement. There was no patient injury reported and the products will not be returned for analysis. The physician's comments: during the stent deployment, the outer sheath might have been held. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The length and diameter of the lesion was unknown. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571470 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Procedural factors may have impacted the event.